Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited noise. The lead was explanted and the patient was hospitalized. No additional adverse patient effects were reported.